Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. While tying a knot during the case, the suture broke at the point where the needle meets the thread during use. Additional information has been requested.

Manufacturer narrative:
Product complaint#: (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences. No, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study? Unknown, the surgery wasn't postponed. The procedure was completed with success. The patient has been discharged. Additional information has been requested however not received. . If further details are received at a later date a supplemental medwatch will be sent. It was reported that." The suture broke at the point where the needle meets the thread during use." Please clarify, did the needle detached from the suture or did the suture broke during use? The lot: tkmxl provided is invalid. Please provide the correct lot number. Please provide the source or name and title of external person providing answers to follow-up. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.